Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-18059. It was reported that patient presented on (B)(6) 2021 with a systemic and implantable cardioverter defibrillator (ICD) pocket infection. There was also lead vegetation on the right ventricular lead. Entire ICD system was explanted on (B)(6) 2021. Patient was stable after the procedure.